Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a total of 24 pen needles (6 opened, 18 unopened) with tear drop labels identifying them as 4mm, 32 gauge nano pro pen needles from lot 0147006. 30 of the returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured. All of the needles were measured within acceptable outer diameters for 32 gauge needles. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. When attached to a test pen, saline could easily be pushed through the system and out the distal tip of the needle. No damage to the needles of any kind was observed. The needles were within specifications, functioned as intended, and did not feature any dullness or burrs. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the insulin flows very slowly when taking injection and although the priming is successful the injection is difficult. Also experiencing pain when taking injection because having to push really hard to get insulin to flow. Date of event : unknown. Samples : yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the insulin flows very slowly when taking injection and although the priming is successful the injection is difficult. Also experiencing pain when taking injection because having to push really hard to get insulin to flow. Date of event : unknown, samples : yes.